Event description:
It was reported that pump unexpectedly displayed reset screen but turned back on without being plugged into power. There was no adverse impact to the customer's blood glucose level. Customer was informed that pump reset was a built-in safety feature and was educated about effects of reset on insulin tracking, maximum hourly dose, continuous glucose monitoring sessions, and cartridge loading, and technical support assisted customer in loading cartridge and resuming insulin; customer understood and acknowledged information.